Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06045. It was reported that the atrial and ventricular leads were plugged into the wrong ports during an initial implant procedure. There was no issue suspected due to multiple ectopics in both the chambers. Once the ectopy was settled down it was noted that the ventricular lead was sensing and capturing the atrium and vice versa. The atrial and ventricular leads were repositioned on (B)(6) 2019 without any consequences. The patient was stable post procedure.